Manufacturer narrative:
On 11th feb 2024, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data showed optical instability in the reference channel which most likely contributed to the inaccuracies observed by the user. Symptoms of possible sensor glucose values entered as bg values was also observed. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings right from the day of sensor insertion, on (B)(6) 2024. The patient provided the below set of examples for review. A. Feb./12th/2025 12:25p.m. Sn: 2,6mmol/l bg: 9,9mmol/l b. Feb./9th/2025 9:27 p.m. Sn: 3,1mmol/l bg: 11mmol/l c. Feb./9th/2025 7:15 a.m. Sn: 4,4mmol/l bg: 8,0mmol/l the issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.